Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported the suction "was slower than normal" during a cataract procedure. The doctor indicated the problem was not the handpiece or the cassette. The procedure was completed with no impact to the patient.